Event description:
It was reported that a user experienced difficulty scanning a freestyle libre3+ sensor with the ilet mobile app, characterized by intermittent communication and a scan error; after bluetooth cycling and app reinstall with password reset, the app indicated the sensor was already paired, confirming the sensor had been successfully scanned, and the issue aligned with communication failure related to the antenna and electrical/magnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the app and sensor, consistent with intermittent communication failure and involvement of the antenna and electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.